Manufacturer narrative:
This report is for unknown distractor implants/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date is between (B)(6) 2007 to (B)(6) 2010. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lim kwong cheung et. Al (2013), alveolar distraction osteogenesis for dental implant rehabilitation following fibular reconstruction: a case series, journal of oral and maxillofacial surgery vol. 71(2), pages 255-271, (hong kong). The aim of this case series presents the outcomes of ado in fibula-reconstructed mandibles rehabilitated with dental implants, with an emphasis on clinical indications, surgical protocol, clinical outcomes, histologic evidence, and complications. Between october 2007 to june 2010, a total of 5 patients (2 male and 3 females) with a mean age of 40 years (ranges ¿ 25 to 60 years) were included in the study. These patients underwent fibula distraction procedures after undergoing mandibular reconstruction with a vascularized fibula bone graft. An intraoral distractor synthes was used or adapted to the planned site of the healed fibula. The mean duration of follow-up ranges from 21 months to 53 months. The article did not specify which of the devices were being used to capture the following complications: a (B)(6) year-old female had an infection and was treated with oral antibiotics and local debridement. This report is for an unknown synthes intraoral distractor. This is report 3 of 4 for (B)(4).